Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2010; 419688 lead, implant date: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lia (lead integrity alert) due to noise, an elevated sensing integrity counter (sic) count and non-sustained ventricular tachycardia episodes. Review of the patient's remote transmission revealed noise was seen in several episodes on the rv lead. Electromagnetic interference (emi) was ruled out due to normal atrial electrogram. There was also a lead impedance warning for high impedance on the rv lead. A lead fracture was confirmed and the lead was capped and replaced. No patient complications have been reported as a result of this event.